Event description:
It was reported that the patient had a surgical procedure to revise an artificial urinary sphincter(aus) due to the sphincter not functioning. No patient complications occurred in relation to this event.